Manufacturer narrative:
(B)(4) was not returned for evaluation. The pump/driveline remains implanted. Review of the manufacturing records confirmed that the associated driveline met all requirements for release. Log file analysis revealed normal power consumption and no alarms recorded for the 14 days leading up to the reported event date. Onsite inspection revealed two cracks in the outer sheath approximately 1" and 3" from the driveline strain relief. A driveline sheath repair was performed to mitigate the reported conditions. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (strain relief recessed out of connector). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that the patient was seen in clinic on (B)(6) 2016 and reported this morning that he noticed two small cracks in the outer sheath of his driveline and denies any alarms. Manufacturer representative was on site and was notified by vad coordinator. On assessment, outer sheath of driveline appeared thin adjacent to the strain relief. Also two cracks were noted approximately 1" and 3" from strain relief. Inner silicone lumen and wires intact. No electrical fault alarms noted on interrogation. Verified two cracks in outer sheath. Inner silicone lumen and wires intact. No electrical faults noted on vad interrogation. The patient's driveline was repaired as per protocol. The driveline cover was easily able to slide over the repair area with no issues. Instructed the patient on maintenance of the driveline and repaired area. All questions and concerns were addressed finishing the repair. No additional information available.